Event description:
Reporter alleged that the customer obtained a result of 149 mg/dl on the advantage system while feeling sweaty and agitated. Reporter stated that she called the emts, they tested the customer with a result of 36 mg/dl on their system, and this was 20 minutes after the first result obtained. Reporter stated the customer was treated with an IV containing an unknown solution. Reporter stated that on another day, the customer obtained a result of 72 mg/dl while feeling sweaty and she had to treat him with apple juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Lens did not unfold properly in the eye and was explanted. Another hoya lens was used. No injury to pt.